Event description:
It is reported that in 2006, the surgeon reamed line-to-line and did not realize the 15mm jumped from 140mm to 160mm. It is believed he did not ream deep enough and ,consequently when the size 15hip stem was implanted, the femur fractured distally at the tip of the stem. It was not discovered until post-operative films were taken. He plated the femur the next day and left the implant in place.

Manufacturer narrative:
Eval summary: probable cause of bone fracture is surgeon planned to use a size 14 stem, which is 140mm long, and reamed accordingly. During reaming, surgeon realized a size 15 stem, which is 160mm long, was required. Surgeon did not realize the difference in stem length and, when reaming for size 15 stem, reamed to same depth as required for size 14 stem. This left 2cm of unreamed distal bone in contact with size 15 distal stem and led to a fractured femur during stem insertion. Cause of this issue is likely a misunderstanding of how deep to ream for a size 15 stem. Reamers are marked with lines which correspond to stem size. Surgical technique contains a table and discussion of which line is appropriate for each stem size. Eval codes: no product was returned for eval, as it remains implanted. Device history records indicate that the device was MFR and packaged to spec.